Manufacturer narrative:
Lot number provided as 8084882; however, this could not be verified as a valid lot number for the device. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with the trochanteric fixation nail advanced (tfna) system for a pertrochanteric fracture on (B)(6) 2016. The fracture at the time was comminuted and unstable, reduced and fixed with cables. The system consisted of the trochanteric fixation nail advanced, helical blade and three (3) cables. It is unknown if the cable are synthes product. There was no other procedure, like bone grafting, since the original surgery. A broken nail, non-union and displaced fracture was noted on an unknown date. The nail broke into two (2) pieces at the hole and there were no fragments. Patient underwent revision surgery on (B)(6) 2017 to remove the trochanteric fixation nail advanced, helical blade and cables. There was no reported issue with the helical blade or cables. The blade was well seated in the proximal fragment. The blade eventually removed as it was no longer contained in the hole of the nail. There was moderate difficulty removing the nail and resulted in a five (5) minute surgical delay. Additional intervention was not required. The patient was revised to a long stem hemiarthroplasty and re-cabled with synthes cables. The cables were cut off to add the long stem hemiarthroplasty. The procedure was completed successfully and the patient was reported as stable. Concomitant devices reported: helical blade (part unknown, lot unknown, quantity 1), cables (part unknown, lot unknown, quantity 3) - unknown if synthes cables. This is report 1 of 1 for (B)(4).